Event description:
The patient reportedly experienced a decrease in performance. The patient was seen for device evaluation. Testing performed confirmed that the device was functioning. A decision was made to explant the patient's device. Surgery to explant the patient's device is to be scheduled.